Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Erosion is acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent erosion related symptoms. Device migration is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent migration issues. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced herniation of a cylinder as confirmed by a computed tomography (CT) scan. A revision procedure was planned at the initial time of event but delayed due to an unrelated patient condition. Approximately two years later, the patient was rescheduled for a revision surgery, however, no further details have been provided to date. No further patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced herniation of a cylinder as confirmed by a computed tomography (CT) scan. A revision procedure was planned at the initial time of event but delayed due to an unrelated patient condition. Approximately two years later, the patient was rescheduled for a revision surgery, however, no further details have been provided to date. No further patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A risk review confirmed that the event was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Erosion/tissue damage is acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent erosion/tissue damage related symptoms. Device migration is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent migration issues. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.